Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that ¿it stopped working¿. The patient clarified that they noticed they were no longer feeling the simulation and they experienced a return of their symptoms. Using the programmer, it was determined that the patient was on program 2 at 1.5 and the stimulation was on. The patient adjusted the stimulation to 1.6 and could confirm they felt the stimulation at a comfortable level. Therapy considerations were reviewed with the patient. The patient was redirected to their healthcare professional (hcp) to discuss the symptoms and if the issue did not resolve. Additional information was received from the patient: they didn't remember what circumstances led to their not feeling stim, but by going through the steps to reset the remote the not feeling stim with a return of symptoms resolved. Additional information was received. The patient was asked the circumstances that led to them not feeling stimulation. They reported it was unknown. When their doctor contacted technical support, they decided the machine wasn't working. They reported the device was replaced to resolve the reported issue and that it had been resolved. No further complications were reported or anticipated.